Manufacturer narrative:
The returned driver was evaluated. The tip was confirmed to have fractured off. The cause is likely attributed to one or a combination of the following: off-axis use, incorrectly seating the driver tip within the mating pedicle screw, or patient hard bone. A review of the DHR did not identify any issues would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00704.

Event description:
It was reported that the tips of two screw drivers broke while installing the screws into s1 during surgery. The procedure was completed using alternative screw drivers. There were no reports of patient impacts associated with this event. This is report one of two for this event.